Event description:
Mobilit revision after approximatively 1 month due to infection.

Manufacturer narrative:
Per 8470 - final report additional information, including operative notes, medical history of the patient has been requested to the reporter. And the reporter confirmed that this information was not available. The appropriate devices details have been provided and the relevant device manufacturing and sterilisation records have been identified and reviewed. Review of these records revealed no product non-conformity or deviation from process that would have caused or contributed to the reported event. The reported devices were manufactured, packed and sterilised to the correct specifications at the time of manufacture. Infection is a known complication with any invasive surgery. As no additional information has been provided, no further investigation can be conducted, and the root cause of the reported infection could not be determined. However, infection is a known complication with any invasive surgery and thus this case is now considered closed. Should any additional information be provided, then this case may be reopened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
Per 8470 - initial report. Additional information, including operative notes, medical history of the patient and if there is an external origin of the infection have been requested to the reporter. Available information will be detailed in a supplemental report. The appropriate device details were provided. The relevant device manufacturing record will be identified and reviewed. Conclusions will be provided in a supplemental report. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Mobilit revision after approximatively 1 month due to infection.